Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation with a mentor siltex 325cc saline prosthesis experienced right sided deflation post procedure. The patient received a medical diagnosis for the deflation after physical. As a result, the patient underwent explantation and replacement with catalog number 3503754bc; serial number (B)(4) on the left side, and with catalog number 3503754bc; serial number (B)(4) on the left side on (B)(6) 2022.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 22, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 24, 2022, mentor became aware that field d5 for operator of device was mistakenly left blank under the previous initial submission. It has been correctly updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 20, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the sal siltex rnd mlv 325cc breast implant was found to have a tear on the posterior view, measuring approximately 0.5 cm. Additionally, a second tear was noted on the union between shell and patch. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting a further physical evaluation of this covered device. Without the benefit of additional evaluation, no further conclusion as to the cause of the rupture can be determined at this time. Mentor performs 100% inspection of all devices prior to release; product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).